Event description:
It was reported that, "the out box was sealed, when opened, the inter seal was noticed to be damaged."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.